Event description:
Customer reported the nurse programmed the pca pump for dilaudid with a concentration of 1 mg/ml in a new syringe. Two nurses verified the programming. At 6:30 am, the pca alarmed and the syringe was empty. The nurse noted that the concentration now read 0.2 mg/ml. She reported that she programmed the pump at 1 mg/ml and the device changed to 0.2 mg/ml. No pt harm or medical intervention required. Although requested, no additional pt or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the event logs/device have not been received. A follow up report will be submitted once the logs/device has been received.